Event description:
It was reported that during a ptca treatment procedure involving a lesion in an unspecified coronary artery, the bio ranger balloon was suspected to have ruptured at 4 atm's. The pt was asymptomatic during this event. The bio ranger balloon was discarded by the facility. No pt injuries or procedural complications were reported. Pt status is reported as 'good'. No additional info is available.